Event description:
A patient reported alleged inaccurate erratic precision results with an one touch ultra meter. The patient's blood glucose results were capillary tests of 304 mg/dl (arm) and 239 mg/dl (finger). Tests were done within a few minutes apart with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.